Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have a dead battery. This humapen memoir is associated with pc (B)(4). On (B)(4) 2010, the device was returned and found to have missing segments in the zero on the display. The operator of the device, training status and length of use of this device model were not reported. The suspect device was used for approximately two years. It was not provided if the patient would continue to use this device model.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.